Event description:
Patient scheduled for intraoral revision uvulopalatopharyngoplasty and intraoral co2 laser assisted midline hemiglossectomy. Prior to surgery, laser tested at 40 watts; sluggish but passed test. After procedure initiated, laser appeared weak at 80 watts, red guide beam appeared unfocused. Physician elected to use laser without handpiece and planned to decrease the watts. Upon first contact of laser to patient, noted superficial burn to upper front lip and damage to left front tooth.